Manufacturer narrative:
Reference article: erlebach, magdalena, hendrik ruge, and ruediger lange. "Transcatheter aortic valve replacement for a degenerated transcatheter valve a single center experience." The thoracic and cardiovascular surgeon (2021). The dates of the events are unknown; however, the article was submitted for publication on may 4, 2012. Therefore, the 'submission for publication date' was used as the occurrence date. In this case, the exact valve model number is not available. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article: "transcatheter aortic valve replacement for a degenerated transcatheter valve a single center experience", corresponding author magdalena erlebach, the following event was identified: six patients with a degenerated edwards sapien xt valve were treated with a medtronic evolut r prosthesis. The reason for failure was severe stenosis, pure insufficiency or combined stenosis and insufficiency.